Event description:
IV infusion pump battery not charging. Manufacturer response for IV infusion pump, baxter sigma spectrum infusion pump (per site reporter): loaner pumps were sent and staff to repair pumps.